Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced muscle stimulation in the abdomen area. As a result, the patient was hospitalized, and a device check was performed on their pacemaker system. The muscle stimulation was noted to still be present even with a reduction in the pacemaker output as well as with a device mode change. As part of additional troubleshooting, a temporary right ventricular (rv) lead was placed in the ventricular septum in the craterization lab and when the implanted pacemaker device was programmed off and the temporary lead was used, the muscle stimulation was no longer present. As a result, the following day the current pacemaker system was programmed off and a new pacemaker device and a new rv lead were implanted on the patients right side. The new rv lead was noted to have been placed on the opposite side to the ventricular septum. The muscle stimulation was noted to have stopped with the use of the new pacemaker system. No additional adverse patient effects were reported.